Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently showed perforation of the strut(s) outside the ivc. The patient had a computerized tomography scan approximately eight years post implant which indicated perforation of the filter strut(s) outside the ivc. The patient also reported to be experiencing swelling in the abdomen as well as anxiety and mental anguish from concerns the filter might move further and cause other injuries. The indication for the filter implant was deep vein thrombosis (dvt) and pulmonary edema while on coumadin. The filter was placed via the left femoral vein and deployed below the renal veins and above the iliac veins. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the reported perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety and abdominal swelling do not represent a device malfunction and may be related to underlying patient specific issues, the patient¿s medical history has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This device remains implanted and is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information was received from the patient profile form (ppf) that the patient had a CT scan approximately 8 years after filter placement which indicated perforation of the filter strut(s) outside the ivc. The patient also suffers from swelling in the abdomen as well as anxiety and mental anguish from concerns the filter move further and cause other injuries. Additional medical records received indicate the preoperative diagnosis at filter placement was deep venous thrombosis and pulmonary edema while on coumadin. The size of the inferior vena cava was less than 3 cm. The trapease filter was deployed just above the iliac veins below the renal vein. Access was via the left femoral vein.